Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. However, noisy motor noted during testing. Problem isolated to motor. Unit was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported when he rewinds his pump the piston makes a really loud noise. Customer stated he was having really high blood glucose. The customer stated he thinks the pump was not delivering enough insulin to him and he thinks this might be an issue with the piston. Patient's blood glucose at time of incident was 480 mg/dl. Patient's current blood glucose was 325mg/dl. The customer treated it with manual injection with fasting insulin. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appears normal (slightly indented). The customer stated the piston is making way too much noise and he feels this might be why the pump is not working properly customer would like the pump replaced. The insulin pump will be returned for analysis.